Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported out of range impedances on the right lead. The patient was doing well. However, the right lead was not working. It was noted the patient fell on the battery site about a month prior to the report and noticed that shortly after that the right side did not work anymore because she was not able to feel stimulation on the right side the way she used to. The left lead was working perfectly fine per the patient. An impedance check was completed and it was found the right lead was out of range but the left lead was within normal limits. The patient was had the lead revised on (B)(6). All impedances were tested in the operating room and were within normal limits and the patient was happy. The lead was discarded. Relevant medical history included chronic low back pain and spinal pain.